Event description:
Indication: common variable immunodeficiency, unspecified. Patient reported broken infusion pump, it is malfunctioning and cannot be used for new syringes, somehow she managed last infusion with current pump but she was not able to put syringe well and medication is spilling. Pt has had her freedom pump since 2022 and now not working. Was able to infuse last infusion but now pump is not working for next infusion on (B)(6) 2026. No missed doses or adverse events reported. Unknown if md is aware. Serial number (B)(6). Product lot and expiration date are unknown. No additional information reported.